Manufacturer narrative:
The device was returned to olympus for inspection. No malfunction was reported directly by the customer. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the cysto-nephro fiberscope there was a chip of the bending section cover or distal sheath. There was no patient involvement.